Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 and was acceptable. A sample-specific discrepancy is likely. The specificity of elecsys ahcvii is less than 100%. All initially reactive samples (results = 0.9 coi) should be re-determined in duplicate with the elecsys anti-hcv ii assay. For repeatedly reactive samples, confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna) is recommended. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient sample on a cobas e 801 analytical unit compared to two competitor analyzers. The customer questioned the initial result as it did not match the patient's clinical history. The e801 analyzer result was 2.19 coi and the repeat result was 2.38 coi, both interpreted as reactive. The yhlo analyzer result was 0.17 coi, interpreted as non-reactive. The abbott analyzer result was 0.13 s/co. The yhlo analyzer result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.